Event description:
A customer reported the foot pedal was not working during a procedure. The foot pedal worked after it was moved around. The case was completed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).